Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
On 04 aug 2025, senseonics was made aware of an incident where the patient complained of inaccurate sensor reading the patient observed measurement deviations between cgm and blood glucose (bg) and provided the below examples for review. Date time sg value bg value. (B)(6) 2025 at 11:33 am cgm: 62 mg/dl bgm: 103 mg/dl. (B)(6) 2025 at 10:30 am cgm: 117 mg/dl bgm: 165 mg/dl. (B)(6) 2025 at 04:00 am cgm: 47 mg/dl bgm 79 mg/dl. The issue was escalated to next level support who reviewed the system performance in data management system (dms) and authorized a return material authorization (RMA) for the sensor replacement due to possible deviation in the system performance from the normal behavior.

Manufacturer narrative:
An initial investigation was conducted using the glucose data synced by the customer to the data management system (dms), the cloud-based platform supporting the eversense system. The analysis indicated that system performance had deviated from expected behavior. To further investigate the issue and identify the root cause, a return material authorization (RMA) was issued to retrieve the sensor for evaluation. However, the sensor was not returned. A further review of the raw sensor data revealed optical instability around the timeframe of the reported inaccuracies, and this most likely caused the observed sensor inaccuracy. The system recovered from optical instability around on (B)(6) 2025 and the customer is still using the system. The customer has not reported any additional inaccuracies. B4. Date of this report: 03 nov 2025. G3. Date received by the manufacturer? 03 nov 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4114,4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.